Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The pump was tested for flow accuracy and passed. The device was determined to meet all product specifications related to the reported event. The over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion during therapy. A 100ml bag of an unknown medication was hung and set to deliver 10ml over an unknown time. The user noted that the bag was empty. There was no patient injury or medical intervention associated with this event. No additional information is available.